Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the identified fault patterns are most likely attributable to excessive force by the user. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative (on behalf of the customer) reported to olympus, the telescope "oes elite", 4 mm, 12 degree, hd, autoclavable image brightness was low, and the direction pin was loose. The issue was found during reprocessing, the intended therapeutic laparoscopic surgery was completed with a similar device, and without delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the image brightness was low due to many broken fibers, and the direction pin was found to be loose. Additional findings include the following: the tube had dents and the image was blurry. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.